Event description:
It was reported during the da vinci assisted surgical procedure, the synchroseal instrument had recognition issue. The customer reported event has no report of patient injury.

Manufacturer narrative:
The synchroseal has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a dislodged snake wrist cable at the proximal end. There was no evidence of discoloration or corrosion on the cables. The components surrounding the dislodged cable did not exhibit abnormal sharp edges or damage that would have contributed to cable breaking. The instrument failed engagement when placed on an in-house system. The instrument was found to have a torn jaw cover measuring approximately 0.0815mm x 0.0645mm. The size of the missing pieces cannot be confirmed. There are no signs of thermal damage present at the end of the tears. The jaw cover washers were still present and not missing.